Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohms which resulted in a lead safety switch (lss) and signal artifact monitoring (sam) episode. It was noted that there was an anomaly with the rv ring. Technical services (ts) analyzed device episodes data then provided troubleshooting and recommended an x-ray and further testing of lead. It was noted that the right atrial channel sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, there was noise and high pacing thresholds with this rv lead. During extraction procedure, the helix was fractured and unable to be retrieved. A new rv lead was successfully placed. This product will not be returned for further investigation. No additional adverse patient effects were reported. According to additional information, upon explant, there was difficulty in removing this lead due to severe tissue in-growth. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohms which resulted in a lead safety switch (lss) and signal artifact monitoring (sam) episode. It was noted that there was an anomaly with the rv ring. Technical services (ts) analyzed device episodes data then provided troubleshooting and recommended an x-ray and further testing of lead. It was noted that the right atrial channel sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, there was noise and high pacing thresholds with this rv lead. During extraction procedure, the helix was fractured and unable to be retrieved. A new rv lead was successfully placed. This product will not be returned for further investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohms which resulted in a lead safety switch (lss) and signal artifact monitoring (sam) episode. It was noted that there was an anomaly with the rv ring. Technical services (ts) analyzed device episodes data then provided troubleshooting and recommended an x-ray and further testing of lead. It was noted that the right atrial channel sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, there was noise and high pacing thresholds with this rv lead. During extraction procedure, the helix was fractured and unable to be retrieved. A new rv lead was successfully placed. This product will not be returned for further investigation. No additional adverse patient effects were reported. According to additional information, upon explant, there was difficulty in removing this lead due to severe tissue in-growth. No additional adverse patient effects were reported. According to additional information received from the patient, the insulation of this lead had worn off prior to surgery. There were complications during the laser extraction of this lead which resulted in the patient losing a significant volume of blood and additional intervention to repair the patient's tricuspid valve. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohms which resulted in a lead safety switch (lss) and signal artifact monitoring (sam) episode. It was noted that there was an anomaly with the rv ring. Technical services (ts) analyzed device episodes data then provided troubleshooting and recommended an x-ray and further testing of lead. It was noted that the right atrial channel sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, there was noise and high pacing thresholds with this rv lead. During extraction procedure, the helix was fractured and unable to be retrieved. A new rv lead was successfully placed. This product will not be returned for further investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohms which resulted in a lead safety switch (lss) and signal artifact monitoring (sam) episode. It was noted that there was an anomaly with the rv ring. Technical services (ts) analyzed device episodes data then provided troubleshooting and recommended an x-ray and further testing of lead. It was noted that the right atrial channel sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, there was noise and high pacing thresholds with this rv lead. During extraction procedure, the helix was fractured and unable to be retrieved. A new rv lead was successfully placed. This product will not be returned for further investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report for a more accurate code to account for the unretrieved device fragments. It was previously coded as contamination at user site.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohms which resulted in a lead safety switch (lss) and signal artifact monitoring (sam) episode. It was noted that there was an anomaly with the rv ring. Technical services (ts) analyzed device episodes data then provided troubleshooting and recommended an x-ray and further testing of lead. It was noted that the right atrial channel sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this rv lead remains in service.